Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported the patient experienced difficulty charging the ipg. Education and trouble shooting was unable to resolve the issue. The physician has stated that they prefer the patient have a non-rechargeable ipg due to charging compliance. Surgical intervention may be undertaken to address the issue at a later date as the patient is currently unable due to unrelated health issues.

Event description:
It was reported that patient¿s ipg was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.